Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was on trip about 4 days prior to the call and she felt a pain that she had not felt before at the regular level of stimulation she was using. The patient stated she lowered the level of stimulation and ever since that time she did not feel the stimulation, or she was not receiving the signal anymore. The patient stated she had tried all the different programs increased the stimulation and she was still not feeling anything. The patient stated they had not fallen or had any traumas that led to her pain. The patient noted she sat down on the airplane seat and she did not realize the seat wasn¿t padded. The patient stated she sat down from a higher position and when she sat in the seat it hurt. The patient stated the pain that made her turn down the ins pain was in her rectum when the ins was for her colon. The patient stated she had a very hard to tell with her symptoms if she was having a 50% reduction in her symptoms and she could not tell if it had changed. The patient noted she did not have any severe symptoms. The patient stated she felt the lead had disconnect or dislodged. The patient stated the surgery the healthcare professional (hcp) put in an antibiotic mesh and when she went in for her one month visit with the hcp, they discovered the ins moved around about one centimeter each way. The patient stated the hcp told her to wait a couple of more weeks since she had no pain at the ins site. The patient noted they had pain and was not feeling stimulation on (B)(6) 2018. The patient did not know a date of the lead disconnect or dislodged. The patient stated the ins was moving on (B)(6) 2017 or something. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacture representative (rep) via a healthcare provider (hcp). The managing hcp for the patient voiced concern about using the antibiotic envelope with the implantable neurostimulator (ins) for this patient. The hcp thought using the antibiotic envelope caused them to make a bigger pocket, and now, the ins is spinning and flipping within the pocket. The hcp is considering doing a pocket revision, but this has not been decided yet; the hcp thinks they used a medium sized envelope for the procedure, but it isn't certain. As a result of what was reported, the rep has talked to the antibiotic envelope contacts; someone from there will reach out to the patient's hcp to discuss the concerns. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1ksm2, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the explant/revision date was (B)(6) 2018. The rep stated that the cause of the implantable neurostimulator (ins) flipping was not determined. The rep stated that the implant went down to the hospitals pathology department. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot# va1ksm2, implanted: (B)(6) 2017, product type: lead. (B)(4) applies to the lead. (B)(4) apply to the lead and interstim ii. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a revision was performed. The manufacturing representative (rep) stated that impedances were run pre-operation and everything was below 499 ohms but they noticed that all 4 programs were maxed out at 6.35v, but the patient wasn't feeling stimulation. The rep mentioned that upon opening the pocket, they saw that the ins had flipped so many times that the lead was actually pulled out of the foramen and was in the pocket. The rep noted that the physician had x-rays of it and they replaced the lead and ins and put the pocket on the opposite side. It was reported that the devices were being returned to the hospital pathology lab. The rep stated that impedances were good, the patient was feeling stimulation in the pelvic floor at low amplitudes in post-operation, and everything was fixed. The rep speculated that it may have been the patient that caused the flipping, and the patient didn't experience any shocking, but they just stopped feeling stimulation. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the revision was not scheduled. The hcp noted there were no actions/interventions taken to resolve the implantable neurostimulator (ins) spinning and flipping. The hcp added the ins issue had not been resolved. There were no further complications that have been reported as a result of this event.